Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device was removed from the patient for a procedure and when the rt attempted to connect the patient back onto the device, it would not re-pressurize. The patient was moved to another device with no patient harm reported.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Photographs of the circuit connected to the device were provided to technical support for evaluation. It was noted through the photographs that the humidifier port near the dump valve was not plugged. Technical support instructed the customer to plug the port and attempt to re-pressurize the device. Follow up emails were sent to the customer inquiring whether the device was able to re-pressurize with the humidifier port plugged as required. The customer requested that the case be closed without answering whether the reported issue was resolved.